Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age & gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.